Event description:
It was reported that pump experienced malfunction indicated by malf 9, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump before contacting support, which prevented confirmation of additional fault details, and technical support arranged pump replacement as resolution. Customer will continue to use current pump; will rely on alternate method if necessary.